Event description:
It was reported that errors 251: "case save mode", 254: "lasing parameters out of limit", 269: "lasing and safety-warm-up failed to get to the threshold" and 253: "lasing and safety-pyro low limit fail" displayed during two procedures. For one procedure, the console was restarted and the procedure could be completed without patient complications. For the second one, the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). The fse calibrated the console and suggested 3v instead of 4v. The device worked as expected. It is likely that the malfunction found could have affected the device performance leading to the event experienced by the customer. Based on available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that errors 251: "case save mode", 254: "lasing parameters out of limit", 269: "lasing and safety-warm-up failed to get to the threshold" and 253: "lasing and safety-pyro low limit fail" displayed during two procedures. For one procedure, the console was restarted and the procedure could be completed without patient complications. For the second one, the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.